Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The ft3000 instructions for use state to check electrode connection for secure fit. The electrode must fit completely and securely into the device.

Event description:
The customer reported that the bovie tip did not fit tightly in the pencil and fell off in the patient during a laparoscopic assisted vaginal hysterectomy. The tip was retrieved without any injury to the patient.